Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, it was stated that the surgeon was not able to press the green button and squeeze the handle, hence the stapler did not fire. Another reload was used to complete the case. There was no patient injury.